Event description:
Prior to use on patient device was checked and passed initial safety check. During usage device did not "fire" each time it was engaged. Case was completed. No harm came to patient. Supervisor notified. Ref: (B)(4). Lot: rekw1389. Exp: 08/31/2028.